Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 72 mg/dl (strip lot 497604) and 133 mg/dl (strip lot unknown). Results were obtained using different strip lots. No adverse event was reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.